Manufacturer narrative:
Explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a neuro patient with a stroke had a 8fr. Angio-seal device used at the femoral access site post procedure. Nine and a half hours post procedure, the patient was found with a lacrosse ball size hematoma, pressure and a femstop was applied. Post procedure, the patient positioned flat supine for greater than 6 hours status post subarachnoid hemorrhage with coiling. The patient was in stable condition. The procedure was successful. The estimated blood loss was less than 250cc's. Additional information was received 07february2020: the procedure being performed was a cerebral angiogram/coil ruptured anterior communicating artery aneurysm, stent/coil right middle cerebral artery aneurysm, using a short endopohys sheath, and a 8fr procedure sheath. A pre-deployment angiogram was performed. The patient had a fluro verification prior to stick. An ultrasound was performed to follow-up on the bleeding. Manual compression was performed to treat the bleeding. There is not a direct allegation against the device from the clinician that it caused or contributed to the event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.